Event description:
A customer reported the system would not prime during a cataract extraction procedure. The cassette was changed but did not solve the issue. The system was exchanged with another system. After a 15 min delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and observed the system message [fms interface failure: invalid fms ID]. The company representative cleaned the cassette sensors and left pin. The system primed and tuned without any problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. The root cause could not be determined. (B)(4).